Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "hole in radius" observed during surgery.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in valve side assessed as cracked valve seat diaphragm valve, total delamination of valve assessed as adhesive failure, one opening in posterior assessed as surgical damage and broken in radius assessed as surgical damage like. Additional observations: wear abrasion is observed. Crease is observed. Missing shell assessed as inconclusive. White particles in device inner surface are observed. Nicks striated assessed as surgical tool scratch like. No further actions are required as the device was implanted.